Manufacturer narrative:
Method - (B)(4)- (actual device not tested). Results - (B)(4) - (no malfunction found since device was not tested). Conclusion - (B)(4)- (unable to confirm). (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a coolflow pump and air bubbles passed through undetected. Repair follow-up was performed and device was not shipped for service. Service was declined. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow pump and air bubbles passed through undetected. There were bubbles present in the tubing set but the bubble alarm did not go off. The tubing set was flushed and the procedure was continued and completed without patient consequence. Upon request additional information was received on the event. There were many bubbles in the tubing set which the pump did not recognize. The staff recognized them after the bubbles passed through the bubble sensor. After many bubbles passed through the sensor the pump then showed bubble error. This is indicative of a reportable event as undetected bubbles could cause patient injury.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a coolflow pump and air bubbles passed through undetected. Previously follow-up was performed and device was not shipped for service. Service was declined. However, the device was received for analysis. The device was evaluated and no errors were found. The device is within specifications. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device.